Event description:
Patient was revised to address pain. It was reported that the femur was cut in flexion.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported patient pain. Provided information stated, the surgical cuts made at primary surgery were contributing factors. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.